Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety- product/procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. Observed a missing piece of shell assessed as inconclusive. ¿ autoimmune disorders: unable to observe as it is not related to the manufacturing process. ¿ varied injuries: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns with the product". Healthcare professional later reported rupture. Patients husband later reported patient has been experiencing gi issues and autoimmune issues. Device has been explanted and replaced. This record relates to the right side.

Event description:
Healthcare professional reported "exchange from textured to smooth implants due to the patient's concerns with the product". Healthcare professional later reported rupture. Patients husband later reported patient has been experiencing gi issues and autoimmune issues. The device remains implanted. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.